Event description:
It was reported that the surgeon attempted to insert a competitor's lens and the lens twisted in the cartridge. There was no patient contact or injury. The reporter indicated that the cause of the twisted lens was due to the cartridge.